Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, they couldn't get the two green button down enough. The ear or shackle was still up for 1mm, the one that close the needle and hold it in place. This means that the needle was not closed and they dropped the needle in the abdominal cavity. They saw when they dropped it so it was no danger for the patient. They took a new instrument and it worked well. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.